Event description:
(B)(4).

Manufacturer narrative:
(B)(4). We will contact the reporter listed on that form for additional information on the complaint, as well as the current status of the pt. We will submit a follow-up report to the FDA at the time of response from the reporter. At this time, we have not been contacted directly by the user facility or the pt.